Event description:
Device malfunction: difficult/unable to complete thumb advancer step. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, during step 3 (thumb advancer), resistance was encountered half way down the shaft and advancement stopped. The thumb advancer was retracted to re-attempt step 3 and resistance was again encountered. In an attempt to maintain the vessel access, the physician cut the sheath off of the sheath hub and removed the starclose clip applier portion from the arteriotomy. The vessel locator wings were collapsed. He was unable to rewire the puncture site through the remaining sheath. Manual compression was used to achieve hemostasis after sheath removal. There was no reported adverse patient effect. Though requested, no additional information was available.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device revealed a displaced catch within the slider block assembly. This limited the amount of distal thumb advancer/delivery tube deployment by striking an interior feature within the handle. Witness marks were left confirming the malfunction and the finding of limited thumb advancer deployment. No shaft carving was detected and a fully collapsed and undamaged vessel locator was observed. All other mechanical observations of the device were normal. The displaced catch within the slider block assembly has been identified as a malfunction and an investigation has been initiated and is on-going to determine the root cause. Review of the device lot history record did not produce any findings relevant to this investigation.